Manufacturer narrative:
Pump received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump received with moisture damage on the motor and keypad flex tail noted. No moisture damage on the battery tube, vibrator, keypad traces or keypad dome switches noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error. The blood glucose level was unknown. The troubleshooting was performed for critical pump error. It was also reported that there was water under the lcd screen. The customer was advised to discontinue the use of the pump and revert to the backup plan. Pump being returned for analysis.